Event description:
A (B)(6) male pt underwent aaa repair with general anesthesia on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair since the diameter of the access vessel was 7 mm. It was difficult to confirm the bifurcation area of the right internal iliac artery and the right external artery, so confirmatory angiography was performed with a c-arm to see the area. Then it revealed right internal iliac artery was occluded. The physician decided to take follow up observation since blood flow to the left iliac artery was confirmed. The current status of the pt's condition is unk.

Manufacturer narrative:
(B)(4). No product or images returned to assist with investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was assigned based on the provided event description as well as the physician's comments of the event: "the bifurcation area of the right internal iliac artery and the right external artery was positioned at more proximal part than I thought, and the right internal iliac artery was occluded." In addition, it should be noted that the pt's anatomy in this case was outside the IFU, since the diameter of the access vessel was 7 mm. We will continue to monitor for similar complaints.